Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscus repair surgery, the capture part of a firstpass straight broke inside the patient when the meniscus was sutured. All the pieces were removed from the patient using tweezers. Surgery was resumed, after a non-significant surgical delay, but it is unknown if a back-up device was available. No patient complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned instrument shows no manufacturing abnormalities. The shaft is slightly bent and the suture capture is detached. Product was out of the original packaging. No packaging returned. A functional evaluation revealed the needle will deploy when trigger is initiated, the sutures are not able to be captured due to detachment. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states undated photos of the device were provided for review and confirms the reported breakage. Per case details, the broken pieces were retrieved from the patient. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. A review of the customer provided images shows a firstpass mini with a detached suture capture. It was determined the device contributed to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness (3) damage or debris on the device tip between passes. No containment or corrective actions are recommended at this time.